Manufacturer narrative:
The pump passed the displacement test and self-test and monitored for 2 hours and no unexpected constant tone noted. The pump was received with intermittent button response due to corroded keypad traces. Moisture damaged found on lcd board and mother board. The pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device was dropped in water. The customer's blood glucose level at the time of incident was unknown. The customer states a constant tone is present. The customer was advised the pump would have to be replaced and returned for analysis.